Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 517 mg/dl at the time of the incident. The customer's blood glucose was 232 mg/dl at the time of call. The customer's blood glucose was 588 mg/dl at the time of hospitalization. The customer stated that they treated her high blood glucose with insulin during the hospitalization and went down to 204 mg/dl. The customer also reported that she experienced vomiting and dehydration. The time of the hospitalization was 10:16pm and the date of the hospitalization was (B)(6) 2015. The customer declined to troubleshoot for air bubbles, leaks, insulin and site issues. The customer declined to perform high pressure test. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.